Manufacturer narrative:
H.6. Investigation: customer returned an image of two syringes alongside a polybag identifying them as 0.3ml, 31 gauge, 6mm syringes from lot 0293907. One of the syringes has two damaged sections on its needle shield, aligned vertically. These sections appear torn and twisted outward from a small, circular shaped area on the surface of the needle shield. The remaining syringe is undamaged. A review of the device history record was completed for batch # 0293907 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause for this defect cannot be determined.

Event description:
It was reported that 2 syringe 0.3ml 31ga 6mm syringes were damaged. The following information was provided by the initial reporter :   it was reported by the consumer that two syringes were defective or damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state : (B)(6) USA has been used as a default. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.3ml 31ga 6mm syringes were damaged. The following information was provided by the initial reporter :   it was reported by the consumer that two syringes were defective or damaged.